Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause : the root cause for the reported issue of an check IV set alarms was not determined because no products or device logs were returned.

Event description:
It was reported by customer biomedical engineering when clinicians are getting the module ready to infuse and it will alarm "check IV set" and not run for them. This allegedly happens with no IV tubing set installed in the device. There was patient involvement however no patient harm.